Manufacturer narrative:
According to the practitioner the three lobs connection of the implant was damaged. However the implant has been placed. The implant to be removed by the practitioner was further damaged, which makes the analysis difficult. The most likely cause is that the practitioner has not initially correctly inserted the mandrel to place the implant, and has damaged the connection of the implant. Regarding the burying problem of the implant, we didn't succeed to get more information (bone density, diameter of the final drill, ...) As the practitioner didn't work anymore at the clinic. No corrective action was taken. Complaint file (B)(4) reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
The practitioner claims that the three lobs connection of the implant was damaged. The implant has been placed and removed the day of surgery. It seems the practitioner has failed to bury the implant as he wanted during the surgery, and for this reason has decided to remove the implant. But as the connection was damaged, he had difficulties to remove it. The practitioner could have placed another implant consecutively during the surgery.